Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot number 6749033. A direct match for part #03.620.061 lot #6749033 with suffix 35 was not found in docusphere. However, lot number 6749033 without the suffix was found. Manufacturing location: (B)(4). Date of manufacture: dec 15, 2011. The returned device with lot #6749033-35 is the 35th piece from this batch controlled lot number 6749033. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Reporter phone number is unknown. A review of the device history records has been requested and is currently pending completion. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in japan as follows: it was reported that the products were used on (B)(6) 2016 for the patient with lumbar spine degeneration sliding symptom. During the surgery at the final fixation, when the t-handle was turned, torque was not released. The doctor tightened up by his hand pressure more and more and the procedure was completed. The surgery was prolonged for 15 minutes. There was no adverse consequence to the patient. Procedure was completed successfully. Concomitant device reported: screwdriver shaft stardrive (part # (B)(4), lot # 7735358, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: the products were used on november 29, 2016 for the patient with lumbar spine degeneration sliding symptom. During the surgery at the final fixation, when the t-handle was turned, torque was not released. The doctor tightened up by his hand pressure more and more and the operation was closing. The surgery was prolonged for 15 minutes. There was no adverse consequence to the patient. Procedure was successfully completed. One screwdriver shaft stardrive (part 03.632.400 lot 7735358) was concomitant to the complaint condition and since there is no allegation of device defect, deficiency or surgical technique error associated with the shaft. As there is no device malfunction alleged or associated surgical technique error, further investigation is not necessary. The returned 10 nm torque limiting ratchet handle (03.620.061, 6749033) is included in matrix and pangea systems in order to facilitate locking of implants which require a specific torque in order to be properly locked. The returned handle was sent to its supplier for (B)(4), where it was determined to be out of calibration, but not due to a manufacturing issue. Pre-calibration torque verification determined that the torque is out of specification. The complaint is invalid, no further investigation is required as the torque driver requires recalibration at bmi every six months, and this driver has no history of recalibration since the original manufacturing date of november 2011. In order to ensure proper performance of the torque limiting driver, bradshaw requires that every torque limiting driver be recalibrated every six months, regardless of usage, in order to maintain proper torque specification. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable the returned instrument has exceeded the expected instrument life (three years) established by bradshaw, therefore any recalibration could not be assured; the complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.